Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital following a clinic visit due to his labs showing that his hemoglobin was less than 7 g/dl (6.7 g/dl). The patient's hematocrit was 21.3% and platelets were 138,000/mm 3. An upper endoscopy was performed and revealed a dieulafoy lesion in the duodenum. The patient was transfused with 6 units of packed red blood cells. The bleeding was reported to be resolved on (B)(6) 2015.